Event description:
Pt was receiving dopamine and phenylephrine infusions through a 4 channel alaris pump. Nurse was at bedside. Pump alarmed and then immediately stopped working. Pt became hypotensive with his blood pressure decreasing to 70/30. Medications were infused via syringe until another infusion pump could be obtained. Blood pressure could be obtained. Blood pressure returned to 160/40. Pump was plugged in at time of incident.